Manufacturer narrative:
H3: product analysis of (B)(4), lot no:b458184, damage location details: no damages were found with the apollo catheter hub. The apollo catheter body was found to be kinked at ~60.5cm from the proximal end of the catheter hub. The apollo catheter distal tip was found detached from the catheter. The detached distal tip was returned. The detached distal tip marker was found crushed. Testing/analysis: the ldpe overlap was measured to be 1.40mm, which is within specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the distal tip was found detached from the apollo catheter. In this event, likely, the damage found with the distal tip marker (crushed) contributed to the premature detachment of the distal tip. However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the "tip of the microcatheter stood out" meant when passing the micro guide outside the patient to introduce the catheter into the system, the tip detached. The catheter was not broken. The catheter did not puncture the guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when washing the product, the x-pedion microguide was passed to introduce the product into the patient.  The tip of the microcatheter stood out when the guide was passed. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There is no patient involved with this event. Ancillary devices include a x-pedion (medtronic) guidewire.